Event description:
It was reported that both patient cable (output) connectors are broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; atrial and ventricle output connectors are broken. Analysis also found the upper and lower cases are broken. Battery release is scratched. Ring cover, both bail covers, ring, and both bails are missing. Battery contacts are compressed, keyboard is scratched, lcd (liquid crystal display) is bleeding, and lcd screw is wrong part. (B)(4).